Event description:
It was reported that the pt experienced a loss of therapeutic effect along with the following symptoms: headache, leg weakness and/or spasms, tingling, and sweating. The pt also indicated that from the waist down he felt like he was "being electrocuted and is swelling up... Feet feel like they are on fire". Pt also indicated that he was sweating and "burning in his arm and across his chest". The pt was upset because "physicians will not listen to him... No one will listen to him". The pt was hospitalized for 4 days because of his pain. The events began following a new pump and catheter implant in 2008. The pt was at home at the time of the report and his status was reported as "fair". The concentration and daily dose of baclofen being administered via the pump were not reported. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.